Manufacturer narrative:
Product technical complaint analysis received on 09-mar-2016: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up 04-apr-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus. Doctor was unable to pull out. This event, seen as device migration and embedded device, is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of the event were not known. However, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed, but it was unable to pull essure out. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to (B)(6) female who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for contraception. Consumer reported that essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus. Doctor was unable to pull out. Follow up information received on 21-dec-2015: no new information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus. Doctor was unable to pull out. This event, seen as embedded device, is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of embedded device were not known. However, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed, but it was unable to pull essure out. Further information and product technical analysis are being sought.

Manufacturer narrative:
This is a spontaneous case report received from a consumer in united states on 21-dec-2015 which refers to a (B)(6) year-old female who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for contraception. Consumer reported that essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus. Doctor was unable to pull out. Follow up information received on 21-dec-2015: no new information. Correction on 29-jan-2016 following company internal coding review on 19-jan-2016: the previously reported event essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus was split for coding purposes into meddra llt: device migration and meddra llt: embedded device. Product technical complaint analysis received on 09-mar-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up 04-apr-2016: follow-up attempts were done with no response to date. Follow up reporter received on 25-sep-2017: lawyer added from legal document. Reporter details, indication as permanent birth control updated, laboratory data, events included as abnormally severe menstrual pain; severe abdominal cramping; severe pelvic, lower abdominal, lower back, hip, and uterine pain; abnormally heavy menstrual bleeding; prolonged and abnormal menstruation, tooth decay, tooth loss, metallic taste in mouth, severe joint pain, general malaise, development of ovarian cysts, migraines, painful intercourse, depression, anxiety, skin irritation, including, rashes, redness, and itching on her arms, legs, back, and neck, hair loss, chronic fatigue, weight fluctuations, development of allergy to nickel, numbness in her legs and inability to have sexual intercourse. On an unknown date she was diagnosed with hypothyroidism, adrenal insufficiency, fibromyalgia, and irritable bowel syndrome. Action take was removed (previously reported as dose not changed). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus"), uterine perforation ("essure migrated into the uterus from the right fallopian tube and came thru the wall of the uterus/ perforation (uterus)/ migration of essure device: near the right ostia of the uterus"), pelvic adhesions ("adhesions at the base of the appendix"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and the second episode of adrenal insufficiency ("autoimmune disorder: adrenal deficiency") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician not able to pull essure out" in august 2014 and device monitoring procedure not performed "denies undergoing essure confirmation test". The patient's past medical history included endometriosis, anxiety, depression and irritable bowel syndrome. Previously administered products included for an unreported indication: progesterone and hydrocortisone. Concurrent conditions included obesity, hypothyroidism, abdominal bloating and nausea. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue/ fatigue"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and rash ("rashes/ rashes or skin conditions: rashes"). In 2014, the patient experienced migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain, abdominal pain lower and back pain. On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroid"), the first episode of arthralgia ("hip pain/ joint pain"), uterine pain ("uterine pain"), the second episode of menorrhagia ("prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), the second episode of arthralgia ("severe joint pain"), malaise ("general malaise"), ovarian cyst ("development of ovarian cysts"), skin irritation ("skin irritation"), erythema ("redness"), pruritus ("itching on her arms, legs, back, and neck"), weight fluctuation ("weight fluctuations"), allergy to metals ("development of allergy to nickel"), hypoaesthesia ("numbness in her legs"), female sexual dysfunction ("inability to have sexual intercourse"), hypothyroidism ("hypothyroidism"), the first episode of adrenal insufficiency ("adrenal insufficiency"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome"), cervicitis ("infection/irritation of the cervix"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of adrenal insufficiency (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral oophorectomy), surgery (total abdominal hysterectomy and bilateral oophorectomy) and surgery (it revealed that nodular lesion on the end of the cecum, enlargement of the uterus). Essure was removed. At the time of the report, the embedded device, uterine perforation, the last episode of arthralgia, fatigue and hypoaesthesia had not resolved, the pelvic adhesions, uterine leiomyoma, dysmenorrhoea, uterine pain, the last episode of menorrhagia, dental caries, tooth loss, dysgeusia, malaise, ovarian cyst, migraine, dyspareunia, depression, anxiety, skin irritation, rash, erythema, pruritus, alopecia, weight fluctuation, allergy to metals, female sexual dysfunction, hypothyroidism, fibromyalgia, irritable bowel syndrome and cervicitis had resolved and the headache, weight decreased, vaginal haemorrhage and the last episode of adrenal insufficiency outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, cervicitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, hypothyroidism, irritable bowel syndrome, malaise, migraine, ovarian cyst, pelvic adhesions, pruritus, rash, skin irritation, tooth loss, uterine leiomyoma, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation, the first episode of adrenal insufficiency, the first episode of arthralgia, the first episode of menorrhagia, the second episode of adrenal insufficiency, the second episode of arthralgia and the second episode of menorrhagia to be related to essure. The reporter commented: in (B)(6) 2014, she underwent a diagnostic laparoscopy, hysteroscopy, and dilation and curettage, which were all performed. During surgery, physician observed endometriotic lesions, which were excised and vaporized. In an attempt to help with her continued pain, physician also performed a presacral neurectomy and bilateral salpingectomy during which, the nerves coming from the uterus that conduct pain signals were cut, and both fallopian tubes were removed. On (B)(6) 2015, she underwent a hysteroscopy. On (B)(6) 2016, she was admitted for surgery. Initially, a preoperative cystoscopy with placement of bilateral ureteral stents was performed by physician. On examination of the pelvic cavity revealed that adhesions at the base of the appendix, a nodular lesion on the end of the cecum, enlargement of the uterus, secondary to possible adenomyosis, polycystic ovaries, dilation and spasticity of the small bowel, consistent with irritable bowel syndrome, and scarring along the posterior cul-de-sac extending into the rectal region. As a result of physician discovery of adhesions on the base of the appendix, as well as the nodule on the end of the cecum, physician was called in to assist physician with the excision of the''pericecal lesion and to further remove the appendix. Thereafter, physician performed, via laparotomy, a total abdominal hysterectomy and bilateral oophorectomy during which, her, uterus and both ovaries were all removed. Post-operative pathological examination confirmed that appearance of infection/irritation of the cervix, a uterine fibroid in the myometrium, and bicornual regions containing essure, each measuring two centimeters in length. Unfortunately, due to her development of fibromyalgia, only some of her symptoms have resolved, since her most recent removal surgery. She continues to suffer from, and receive treatment for: muscle pain, fatigue, general malaise, joint pain, and leg numbness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On (B)(6) 2016, she had essure near the right ostia of the uterus, presence of a uterine fibroid, and enlargement of the uterus. Current weight was 165 lbs. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 6-mar-2018: reporters added and updated patient demographics. Historical condition, historical drug and concomitant disease were added. Added events abnormal bleeding (vaginal), autoimmune disorder: adrenal deficiency, headaches, weight gain/loss: weight loss. Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.